Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation alleges chronic pain, discomfort, and inflammation. Doi: (B)(6) 2011 - dor: (B)(6) 2011 (left side). **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Complaint has been reopened for further investigation. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 1/21/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain , repeated dislocations of left hip with numerous revisions and numerous aspirations and limited in activities of daily living. Revision surgical report noted the left acetabular component to be loose, disruption of the abductor mechanism related to previous surgical incisional approaches, removing the stem took extensive amount of time and femur had linear fracture that started at the femoral cortex and extended to the distal end of the osteotomy approximately 1.5cm and repaired with cerclage wire, blood loss of 1200cc and the surgeon reported it took 40-50% longer and had greater blood loss due to the complexity caused by previous surgeries and altered surgical field. While placing the stem on (B)(6) 2010 ((B)(4)) a fracture occured that had to be cabled. The complaint was updated on: feb 11, 2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code. Medical records were reviewed. It cannot be determined that the implants contributed to the reported events. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges chronic pain, discomfort, and inflammation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Complaint has been reopened for further investigation.

Event description:
Ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of (B)(6) 2013. Pfs and medical records were received on 7/30/2014 with alert date of (B)(6) 2012. These records were reviewed for MDR reportability on 5/8/2015. The revision operative note indicated cup loosening, leg length discrepancy, and while removing the stem a fracture occured at the femoral cortex. The stem, cup and screw are now being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.